Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump would not wake or power on despite beeping and vibrating when the wake button was pressed, and the screen remained off after attempts that included charging, prolonged wake-button presses, cleaning the button, and removing the case. Symptoms included no alerts or alarms. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included remote troubleshooting. Investigation of this device confirmed and revealed a hardware malfunction consistent with an unresponsive sleep/wake button or related display/power interface issue that prevented normal device operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown root cause.